Event description:
The reporter stated the surgeon was inserting a three piece silicone lens model aq2003v into the patient's eye and the haptic tore off. The lens was removed with no patient injury and replaced with another model lens. It was reported that the haptic tore during loading.

Manufacturer narrative:
Evaluation codes: a visual inspection of the returned product shows one haptic is torn off the lens. There is clear and reddish surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.